Event description:
It was reported that during a repair of a right medial epicondyle fracture, performed on (B)(6) 2015, the tips of two (2) guide wires broke off in the patient and could not be retrieved. The surgery was successfully completed without any surgical delay using a non-threaded guide wire. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received reported that the tips of the guide wires were left in the patient that no surgical intervention was attempted to remove them, that the surgery was successfully completed and that patient status at the outcome of surgery was noted as fine. It was additionally reported that x-rays were not taken to assess the fragments retained in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.